Event description:
It was reported that the patient had multiple shocks from a possible right ventricular (rv) lead fracture. Noise and oversensing were noted on the rv lead. Early elective replacement indicator of the device was also reported possibly due to the multiple shocks. The rv lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and the proximal conductor was fractured from being flexed. It was noted that the exposed superior vena cava (svc) defibrillation coil was fractured from being pulled/stretched/overstressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193, implantable pacing lead, (B)(6) 2004; (B)(4), implantable cardioverter defibrillator, (B)(6)   2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.